Manufacturer narrative:
Consumer stated that they experienced a chipped tooth. Complaint received from (B)(6).

Event description:
Consumer called stating that they may have chipped a tooth while using the sonicare diamondclean power toothbrush.